Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated they experience blurred vision and were sick to their stomach. It was reported that the cgm was providing inaccurate readings; however, no values were provided. The patient stated they went to the emergency room but did not provide further event details. At the time of the report, the patient was in good condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6)2023, the patient stated they experienced blurred vision and were sick to their stomach. The patient's fiance checked the patient's readings and stated that the cgm adn bg meter was "way off". The fiance called for an ambulance and was transported to the emergency room. At the ER, the patient's cgm was 89 mg/dl while the bg was 45 mg/dl. There was no information provided about the treatment received at the ER. The patient was released from the ER on (B)(6)2023. At the time of the report, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)